Manufacturer narrative:
Additional information will be provided once the investigation has been completed. The device manufacturer date is not known at this time. However, should it become available it will be provided in future reports.

Event description:
It was reported that there was foggy image.

Event description:
Additional information confirmed that the moisture could be wiped away therefore making the reported event of foggy image not reportable.

Manufacturer narrative:
This scope was not received for evaluation at stryker endoscopy. This scope was received at henke for repair, but was not evaluated therefore the reported failure "constant fogging of the optics" was not confirmed. According to henke: outer tube damaged, distal tip. Distal tip damaged. Outer tube body / light post. Body damaged. Probable root cause: laser welding seal failure. Distal/proximal window solder failure. Damage to optical train. Damage to needle. Damage to distal or proximal windows. Moisture intrusion. End of life wear-out. Environmental disturbance: endoscope colder than dew point. Environmental disturbance: fluid entrapment between the coupler and eyepiece .junction (eyepiece only). Use error. The reported failure mode will be monitored for future reoccurrence. Additional information confirmed that the moisture could be wiped away therefore making the reported event of foggy image not reportable. Manufacture date is not known.